Manufacturer narrative:
Based upon medical's assessment the event has been assessed as not serious, not expected and related to the device. The device did not cause or contributed to a death or serious injury, or malfunctioned in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There was no unplanned transfusion or unplanned overnight, or longer, hospital stay outside of the patient's normal treatment regime however, this event is reportable based on a conservative approach because the information received suggests that the device could potentially cause a serious injury if the health care professional didn't stop the treatment immediately. (B)(4).

Event description:
The customer reported an adverse event that involved the inversion of anticoagulant (acd-a) bag and saline bag when setting up a kit. Complainant name: dr (B)(6), physician. Incident occurred on (B)(6) 2012. One minute after beginning of the procedure, patient feels intense itching in the face, the nurse is on site, so she stopped the cellex and contacts the physician (present in the room). They stop the therapy to analyze the situation: patient feels immediately better. The troubleshooting performed by the physician allowed to identify that an operator error occurred when setting up the kit and then they changed bags. The operator purged the kit. The operator slowly resumed therapy and the treatment completed without further incident. This was the fourth ecp treatment for this patient.